Manufacturer narrative:
The field service engineer found defective tubing on the rinse unit and fixed the issue. Precision studies were performed. The sample probe was cleaned and adjusted. The probe rinse was also adjusted. The analyzer was confirmed to be running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for c-reactive protein (crp) on a cobas 6000 c (501) module. The specific crp reagent used by the customer was requested, but not provided. No incorrect results were reported outside of the laboratory. The sample initially resulted in a crp value of less than 0.5 mg/l and repeated as 170 mg/l. The crp reagent lot number and expiration date were requested, but not provided.